Manufacturer narrative:
The reported event of low power hazard/no external power alarms while on the mpu was confirmed based on the log file data provided by the account. The submitted log file contained data spanning from 01jan2019 at 17:44:15 to 29jan2019 at 13:51:52, per the timestamp. Low battery hazard/no external power alarms were captured on (B)(6) 2019, beginning at 13:39:27. The associated voltage levels indicated that the system was powered by a mobile power unit (mpu) and power to the mpu was lost. Pump support was not affected as the system was supported with the system controller backup battery during the event. The alarms resolved upon reconnection to external power. Multiple attempts for additional information were sent to the customer; however, none was provided. Review of the device history records noted that (B)(4) was manufactured with the v-lock ac connector. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
The mobile power unit is not a single use device. The approximate age of the device is 2 years, 11 months. Additional information was requested but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a log file review by the technical service representative, the data captured a no external power event. Additional information was requested but not provided.